Event description:
It was reported that the distal tip of the product broke off in the knee joint. The patient continued to experience pain in the joint space. An additional surgery was required to retrieve the broken tip from the joint space.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: distal tip broke off in the knee joint of the patient. Probable root cause: inadequate window profile inadequate welding process (i.e. Plasma, inductive, gluing) improper material strength inadequate size selected for the application material brittleness excessive force applied by the user incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the distal tip of the product broke off in the knee joint. The patient continued to experience pain in the joint space. An additional surgery was required to retrieve the broken tip from the joint space.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.